Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon eval, the trunk cable was pulled from the strain relief, which damaged the red (can h) wire and the j702 connector on the pca board inside the distribution node (dn). The cause of the code 204 is a disruption in communication between the monitor and belt. The cause for the disruption in communication is the damaged j702 connector, trunk cable and wire. The root cause for the damaged connector, cable and wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.